Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose gets very high in the evenings. The patient's blood glucose normally goes as high as 160 mg/dl, but his blood glucose was 500 mg/dl a week ago. The customer treated with a bolus but the bolus seemed to be ineffective. The customer then treated with a manual insulin injection. The customer also mentioned that he was having issues with low blood glucose but he did not experience any serious injury or a hospitalization as a result. No products were returned or replaced.